Manufacturer narrative:
According to the report, hospital staff "thawed/prepared sgpv00/size 32 for a ross case. ((B)(4))" before implanting, the surgeon noticed "several cracks in tissue." Another graft was used and surgery was prolonged. Additional information from the surgeon indicated "the cracks were a little too close to the leaflets for comfort so I thawed out a second one. There were some tiny cracks in that one but very usable. ((B)(4))" both allografts were investigated as part of the file. The allograft was returned to cryolife and a sample review was held on (B)(4) 2015. The synergraft pulmonary valve and conduit was returned to cryolife in a saline-filled specimen cup that was placed within an empty sample return kit provided to the cryolife representative by field assurance (the 10% buffered formalin solution was discarded). The allograft was visually inspected in a laminar flow hood. Multiple cracks/tears were seen in the muscle band, including one large crack that encircled the majority of the muscle band. The damage appeared consistent with damage to an allograft while in the frozen state. On (B)(6) 2015, cryolife staff was able to meet face to face with dr. (B)(6) at cryolife and discuss his recent allograft complaints. Photos of the past sample reviews were shared with dr. (B)(6) and it was explained that the damage seen during the reviews was consistent with damage that occurs after cryopreservation. Dr. (B)(6) stated that he believed there was an issue with the handling of the allografts at (B)(6) hospital. He mentioned that there have been many different nurses handling the allografts. There is trouble reading labels through the frost on the packaging; the allografts are being taken out of their boxes for storage in the freezer. Multiple allografts have been placed in the same slot in the freezer and they have been stacked outside of their outer boxes. A review was performed of the available information. Allograft (B)(4) was returned to cryolife and a sample review was performed on (B)(4) 2015. During the review multiple cracks were observed in the muscle band and one of the crack was substantial and followed the circumference of the muscle band. Allograft (B)(4) was not returned to cryolife so no direct observations could be made. Allograft (B)(4) was processed from the heart of a (B)(6) male who died from hanging. The allograft was inspected on (B)(4) 2015. During inspection the following attributes were noted: "fibrous thickening on the annulus of the [left semilunar cusp] lsc and the annulus of the [right semilunar cusp] rsc. Internal annulus diameter changed from 28mm to 32mm. Label qa 1459." Allograft (B)(4) was packaged utilizing sterilized packaging set (part number ms5534) lot number cs2014005 and a-line sealer e1260a on (B)(4) 2015. There were no associated deviations with the packaging processing record. Allograft (B)(4) was cryopreserved on (B)(4) 2015 in cryocycle c15071b with eight other cardiac allografts. Five of these allografts have been shipped, one of which was implanted, and the other four have no further information available. One allograft remains in quarantine status, and the remaining two allografts have since been rejected. The allograft was not repackaged. Allograft (B)(4) was transferred from vapor to liquid nitrogen storage per procedure on (B)(4) 2015 with seven other allografts. No complaints have been filed to date for these seven allografts. On (B)(4) 2015, sgpv00 batch number (B)(4) was again transferred per procedure. The tissue was then transferred from qa quarantine to implantable inventory per procedure on (B)(6) 2015. A review of training records indicates that the staff responsible for transferring the tissue on (B)(4) 2015 was appropriately trained prior to completing these transfers. Additionally, all tissue associated with the tissue transfers from (B)(4) 2015 was cross-checked to determine if there were any additional complaints filed. One additional complaint was identified; however, this complaint was not attributed to potential damage to frozen allograft. The tissue has been shipped one time on (B)(4) 2015 with no associated human tissue returns or repackages. No deviations were identified during a review of the tissue transfer logs and the packaging inspection sheet. Allograft (B)(4) was processed from the heart of a (B)(6) male who died from sudden cardiac death. The allograft was inspected on (B)(4) 2015. During inspection the following attributes were noted: "fenestrations: lsc(asc [anterior semilunar cusp]) - one 5mm. Fibrous thickening asc and at the annulus of all leaflets." Allograft (B)(4) was packaged utilizing sterilized packaging set (part number ms5534) lost number cs2015005 and a-line sealer e1260 on (B)(4)2015. There were no associated deviations with the packaging processing record. Allograft (B)(4) was cryopreserved on (B)(4) 2015 in cryocycle c15162c with ten other cardiac allografts. Three of these allografts have been shipped but there is no further information available. Three allografts remain in quarantine status and the remaining four allografts have since been rejected. The allograft was not repackaged. Allograft (B)(4) was transferred from vapor to liquid nitrogen storage per procedure on (B)(4) 2015 with seven other allografts. No complaints have been filed to date for these seven allografts. On (B)(4) 2015, sgpv00 batch number (B)(4) was again transferred per procedure. The tissue was then transferred from qa quarantine to implantable inventory per procedure on (B)(4) 2015. A review of training records indicates that the staff responsible for transferring the tissue on (B)(4)2015 was appropriately trained prior to completing these transfers. Additionally, all tissue associated with the tissue transfers from (B)(4) 2015 was cross-checked to determine if there were any additional complaints filed. One additional complaint was identified; however, this complaint was not attributed to potential damage to frozen allograft. This tissue has been shipped one time on (B)(4) 2015 with no associated human tissue returns or repackages. No deviations were identified during a review of the tissue transfer logs and the packaging inspection sheet. The issue noted by the complainant may have been caused by mishandling the packaged allograft while in the frozen state. A review of training records indicates that the technicians who handled this allograft while in the frozen state were appropriately trained for the task they performed. As per delivery note (B)(4) , allograft sid (B)(4) was shipped in dry shipper (B)(4). The allograft was shipped to (B)(6) med (B)(6) via (B)(6) on (B)(4) 2015 for priority overnight. Prior to shipment of this allograft, there were no abnormalities noted on the outer packaging. Also, per delivery note (B)(4) , allograft sid (B)(4) was shipped in dry shipper (B)(4). The allograft was shipped to (B)(6) med (B)(6) on 07/24/2015 for priority overnight. Prior to the shipment of this allograft, there were no abnormalities noted on the outer packaging. There were no incident reports filed in the courier database for (B)(6) during transit/delivery of these allografts. A review of training records indicates that the associate(s) responsible for the transferring of the tissue and loading of the shipments were properly trained prior to performing these actions. The issue noted by the complainant may have been caused by mishandling the packaged allograft while in the frozen state. The IFU provides the following instructions: "cryopreserved allografts are fragile and must be handled with care while in the frozen state to avoid causing damage to allograft or packaging," "valve may be damaged or the integrity of the pouch may be compromised if not properly handled. Do not implant the cryovalve sg ... If the package has been handled with sharp instruments, dropped while at cryogenic temperatures, or otherwise mishandled," and "the cardiac thawing and rinsing instructions must be followed exactly to minimize physical damage to the valve." The unpackaging instructions shipped with each allograft stated: "if an allograft is to be stored in a low temperature storage freezer (at or below -135°c), locate an empty slot in the racking system that is not exposed to liquid nitrogen and carefully place the allograft into the empty slot. The allograft should remain in the cardboard box throughout the duration of the allograft's storage at the facility."

Event description:
According to the report, hospital staff "thawed/prepared sgpv00/size 32 for a ross case." Before implanting, the surgeon noticed "several cracks in tissue." Another graft was used and surgery was prolonged.

Manufacturer narrative:
This investigation is currently ongoing. Any additional information will be provided in the follow-up report.

Event description:
According to the report, hospital staff "thawed/prepared sgpv00/size 32 for a ross case." Before implanting, the surgeon noticed "several cracks in tissue." Another graft was used and surgery was prolonged.